Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing spontaneously came apart at the infusion port. Blood back flowed out of the patient and puddled on the floor. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing came apart at the port was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the smartsite outlet port below the lower fitment. The bottom portion of the separated tubing was not returned for evaluation. Functional testing was not performed due to the separation, which was leaking fluid. Visual inspection under magnification showed that the entry port of the smartsite appeared to have insufficient solvent. The root cause of the customer¿s experience was a manufacturing issue of insufficient solvent being applied at the junction of the tubing.

Event description:
The customer reported that the tubing spontaneously came apart at the infusion port. Blood back flowed out of the patient and puddled on the floor. There is no report of patient harm.